Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 wherein and the leads were explanted and due to too much scar tissue the doctor was unable to replace the leads.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-03649. It was reported that the patient's leads had migrated. Surgical intervention is pending.